Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor image quality. The issue was found during reprocessing for a therapeutic procedure. The procedure was completed with the same device and there were no reports of patient harm.

Event description:
It was reported that the subject device had a poor image quality. The issue was found during reprocessing for a therapeutic procedure. The procedure was completed with the same device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not reproduced. However, device evaluation found the following: corrosion of electrical contacts, corrosion of adapter mounts and cable damage. A definitive root cause of the reported event could not be conclusively identified. As per IFU (instruction for use): do not clean, disinfect, sterilize, or store this product together with tweezers, forceps, scalpels, etc. There is a risk that the camera cable may become punctured, causing water leakage and damaging the electrical circuits inside the product. Be careful not to damage the camera cable with sharp objects. - do not drop or bump the product. Water leakage may damage the internal electrical circuits. Connect the video connector to the otv-s7v when it is completely dry, including the electrical contact points. If it is wet, it may malfunction. If the camera cable is coiled, do not pull it forcibly, but gradually straighten it out. There is a risk of the camera cable breaking. Do not apply excessive bending, pulling, twisting or crushing to the camera cable. There is a risk of the camera cable breaking. When wiping the outer surface of the camera cable, do not squeeze the cable too hard. The camera cable may break. When using the endoscope, hold the camera head and not the camera cable. The camera cable may break. Do not use a pen or similar object to hold the camera cable in place. The camera cable may break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.